Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported leak could not be confirmed.

Event description:
During a procedure, air was aspirated into a syringe that connected to the extension tube of the introducer after inserting the introducer into the patient before inserting catheters into the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The device was discarded at the hospital.